Manufacturer narrative:
Batch review performed on 02 september 2025. Gmk-sphere 02.12.0005l sphere femur cemented left s5 ( k121416 ) lot. 1903603: (B)(4) items manufactured and released on 27-aug-2019. Expiration date: 2024-07-27. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported events during the period of review. Gmk-sphere 02.12.0412fl gmk-sphere tibial insert - flex s4l - 12 mm (k121416) lot. 1902478: (B)(4) items manufactured and released on 03-june-2019. Expiration date: 2024-05-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Gmk-sphere 02.12.t3i4l gmk-sphere tibial component cemented t3i4l ( k121416 ) lot. 1902452: (B)(4) items manufactured and released on 14-aug-2019. Expiration date: 2024-07-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Root cause: the reported cause was metal allergy with no alleged device deficiency or contributing factor, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about 5 years 5 months, the patient came in due to lack of mobility as a result of tightness. The cause was determined by the surgeon to be the result of a nickel allergy. The surgeon revised all components to a sensitin revision. The surgery was completed successfully.